Manufacturer narrative:
Approximate age of device - 6 years, 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported on (B)(6) 2019 log review that patient has known short to shield had 5-8 mins. Of persistent vad alarms and lost doppler pulse and consciousness. Reviewed the log file and replied with the following the data showed pump stops on power module and batteries. This type of behavior has been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. There were driveline disconnects during these stops but believed to be false. X-rays were requested. No further information was provided.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a direct relationship between the device and the report of loss of doppler pulse and consciousness could not be determined. Although pump stops and driveline disconnect alarms were confirmed by abbott personnel, the submitted log file was inadvertently lost. Specific causes for the pump stops and the driveline disconnect alarms could not be conclusively determined through this evaluation. The center reported that the patient had 1 system information notification upon interrogation along with scattered pi events on 03mar2019. The submitted system controller log file (log file 83180915) captured 1 lcd fault 06mar2019. Several pi events were captured throughout the log file. No atypical alarms were captured. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. A second system controller log file was submitted and captured several pump stops and driveline disconnect alarms. A specific cause for the pump stops and driveline disconnect alarms could not be conclusively determined through this evaluation; however, based on past experience with the hm ii lvas and previously reported events, abbott personnel suggested that the events were related to a potential driveline issue. According to the account, the patient has an existing short along the driveline. The patient remains ongoing on vad support. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including pump off alarms and driveline disconnect alarms, and the actions associated to resolve the alarms. The heartmate ii patient handbook also contains important warnings related to pump stops. The hmii IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The patient care and management section of the hmii IFU contains information on measuring blood pressure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was placed on milrinone. The patient was not a candidate for pump exchange. No further information was reported.